Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-02750. It was reported (B)(6) during ipg replacement (ref MFR. Report#1627487-2018-07976) the extension cables encountered connection issues which increased impedance risk. As a result, the physician opted to explant and replace both scs extensions with new models. Satisfactory pain relief was restored postoperatively thus resolving the issue.